Event description:
Same case as 2134265-2008-01151. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was pre-dilated with several maverick monorail balloons, unk sizes. The physician attempted to place a taxus express2 3.5 x 12 mm drug eluting stent to the extremely calcified proximal left anterior descending (lad) artery, at an acute angle, but was unable to cross the lesion. While pushing and pulling in an attempt to cross the lesion, the shaft broke near the proximal portion of the device. Another attempt was made with a taxus express2 3.5 x 8 mm drug eluting stent, but again a shaft fracture occurred while attempting to cross the lesion. The procedure was completed using balloon angioplasty, unk type and size. No patient injuries or complications were reported. Patient status post procedure is noted as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.